Event description:
It was reported that the insulin pump alarmed and the customer was not longer able to use the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm. The device was received with scratched screen, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, scratched case and peeling address serial label on the back of the device.